Manufacturer narrative:
Investigation results are available. Event description: it was reported that the patient was implanted on (B)(6) 2007 with a total hip replacement and was revised on (B)(6) 2020 due to aseptic loosening of the stem. Harm: s3 - loss of fixation / non-integration hazardous situation: loss of fixation or non-integration of an implant. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records could not be performed due to unknown product lot number. Conclusion: it was reported that the patient was implanted on (B)(6) 2007 with a total hip replacement and was revised on (B)(6) 2020 due to aseptic loosening of the stem. Neither x-rays, operative notes, office visit notes, nor the explant or photos of the explant were received; therefore, the condition of the device is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Based on the investigation the reported event cannot be confirmed. No medical documents have been received to support the reported event. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). In conclusion, as the cause may be multi-factorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Event description:
It was noticed by the njr that the alloclassic cementless stem used in 267 primary surgeries resulted in a revision of 26 cases. Revision surgery was performed due to aseptic loosening of stem, lysis of stem.

Manufacturer narrative:
Additional information was received on nov 05, 2020. D11: medical products: durom acet comp 64/58 code x; catalog#: 01.00214.064; lot#: 02. Metasul large diameter hd 58/x; catalog#: 01.00181.580; lot#: 023. Therapy date: (B)(6) 2020. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on nov 26, 2020. Additional: b3, b5, h6, correction: b4, g4, g7, h10. The manufacturer received other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was noticed by the njr that the alloclassic cementless stem used in 267 primary surgeries resulted in a revision of 26 cases. Revision surgery was performed due to aseptic loosening of stem, osteolysis of stem.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Alloclassic cementless stem used in 267 primary surgeries, in that 26 cases were revised due to unknown reasons.